Event description:
A complaint with regard to a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch experienced leakage. The reporter stated, ¿filter vent leakage.¿ the event occurred during infusion of docetaxel. There was no obvious defect noted on the tubing set with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no spillage, no drug exposure to the patient and no drug exposure to the staff. There was patient involvement, but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 1425628. This product was used for the di and 501k e1 the complaint was receive through: 02-85122962x1117 investigation summary no product samples, pictures, or videos were received for investigation. The complaint of filter vent leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.